Event description:
The customer reported the system displayed an x-rays disabled error and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. The system operates as intended.